Event description:
It was reported that during a device change out, the new pacemaker would not pace after connecting to the chronic right ventricular (rv) lead. The rv lead was quickly attached to the analyzer and pacing resumed. After multiple implant attempts, the new pacemaker would not pace, yet the analyzer would pace. The pacemaker was not used and a new pacemaker was implanted without difficulties. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.